Event description:
An international distributor reported that their customer's AED's asi is flashing red, and reporting a service code. When tested with a spare battery pack, it would not power on. They reported this did not occur during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing. It was determined that the AED would not consistantly power on and failed to initaite a shock during testing. Further investigation identified the root cause as a connection issue related to an ic chip.